Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. In addition to the finds reported, due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had white-clouded area. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Adhesive around objective lens was peeling. Nozzle was deformed. Connecting tube had a dent. Connecting tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, insufficient up angle with the evis lucera elite gastrointestinal videoscope. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with foreign matter. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogging the nozzle could not be determined. The investigation did, however, confirm that the customer¿s reprocessing was performed in accordance with the IFU. Therefore, it is likely that the foreign material adhered in the air/water nozzle was not sufficiently removed, which caused clogging. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿ ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. ¿inspection of objective lens surface cleaning function¿ ¿when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.